Event description:
Hamilton medical ag received the following event description: the report from hospital say: "the patient suffered from recurrent palpitations and shortness of breath for more than a year, which worsened for another day. She underwent endotracheal intubation and assisted ventilation with a ventilator. During the use of the ventilator, the ventilator suddenly stopped delivering air and had no tidal volume. Subsequently, the ventilator screen displayed a low tidal volume alarm, causing the patient to feel restless and agitated. The lips turned blue, and spo2 decreased to 82%. The patient was immediately disconnected from the ventilator tube and artificial airway, and assisted with resuscitation bag ventilation. The doctor immediately reported the situation to the doctor. The doctor connected the ventilator to a simulated lung, but the ventilator still could not deliver air. Another backup ventilator was immediately replaced. The doctor set the parameters, and the responsible nurse cleared the patient's airway secretions. The artificial airway was checked for distortion, dislodgement, and unobstructed position. A continuous backup ventilator was provided for the patient's use." No health consequences or impact.

Manufacturer narrative:
(B)(4)